Event description:
Medtronic (covidien) received information regarding one of its devices. The patient was reported to have treated with solitaire2. Mild vasospasm was noted within the right mca after revascularization. The vasospasm was treated with intra-arterial 100 mcg of nitroglycerin. The patient was not injured and was discharged home after 5 days.

Manufacturer narrative:
Additional information: the device was not returned for analysis as it was discarded at the site. Attempts to obtain the lot number were unsuccessful. (B)(4).